Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/02/2025, it was reported that the user experienced a low blood glucose (bg) of 66 mg/dl at 8:54 am. The low was corrected with glucose tablets, and bg returned to 71 mg/dl by 9:00 am. No symptoms, external assistance, or medical intervention occurred.